Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (curity 9475e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in a coma, the physician performed endotracheal intubation and connected the patient to a ventilator for assisted ventilation. Suctioning was performed once, yielding approximately 10 ml of bloody, viscous sputum. The ventilator alarm indicated a leak, and it was found that the cuff pressure of the endotracheal tube was insufficient. The patient¿s condition was extremely critical, so a new endotracheal tube kit with a new batch number was immediately used, and the patient was reconnected to the ventilator for assisted ventilation.